Manufacturer narrative:
The insulin pump was programmed with the correct time and date. The device passed the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The insulin pump was monitored for 2 days and several boluses were programmed and delivered. The device was recorded properly at the bolus and daily totals history screen. There was no bolus or bolus history anomalies. However, several displayable history check failure alarms were found at the alarm history file. The displayable history check failure alarms were due to a corrupted history file. The insulin pump was received with cracked case at the display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and history anomaly. Customer's blood glucose level was 400 mg/dl. Customer experienced thirst and treated their high blood glucose via bolus delivery. Customer advised bolus deliveries were missing that was recorded in the meter. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.